Manufacturer narrative:
(B)(4). Batch#: unk. A manufacturing record evaluation was performed for the finished device gst45w lot number t40r0y and no non-conformances were identified. Manufacturing date: 08/07/2019, expiration date: 07/31/2022. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that before the surgery, noted the cartridge damaged. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4) date sent: 10/13/2022 d4: batch #t5da6x investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one gst45w reload was received unfired with the pan detached from the reload. Also, the one-piece sled and some drivers were noted missing. No functional test was performed due to the condition of the reload. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached on what may have caused the reload pan to dislodge and no conclusion could be reached on why the one-piece sled is detached, it should be noted that each reload is 100% inspected through an automated vision system to ensure that the one-piece sled is present. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.